Event description:
Radiometer reference number: (B)(4). According to complaint, our radiometer sales representative (rkk) reported from the customer about this on (B)(6) 2025 when he visited at the customer site but the problem seemed happened on (B)(6) 2025. The capillary measurement data loss from the abl800 flex analyzer (serial number (B)(6)). The customer reported the analyzer behavior was as below. 1. Read the barcode for the patient sample. 2. Raised the flapper for the capillary. 3 started measurements but a calibration was started at same time. As result sample was aspirated but the result didn't appear also only the calibration data was recoded.

Manufacturer narrative:
Radiometer investigations showed the product is found to be working as intended, no fault is found. Therefore, this incident does not meet the criteria for a reportable MDR.